Event description:
It was reported that a malfunction alarm occurred. Reportedly the pump ¿may have been dropped due to the customer having daily epileptic seizures¿ not related to their diabetes. There was no reported adverse impact to the customer. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Event description:
It was reported that a malfunction occurred on the pump, which may have been caused by the device being dropped due to the caller experiencing daily seizures. The customer's blood glucose level was displayed as high but did not exceed 500 mg/dl. The caller had not attempted to reset the pump, so technical support assisted with the reset procedure and planned to follow up. Upon follow-up cts was informed malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.